Event description:
During a pfa procedure, the patient experienced an st elevation which resolved without intervention. After ablating the left atrium with the volt catheter, the physician exchanged the volt out and inserted the advisor hd grid x mapping catheter to post map. When inserting the mapping catheter through the agilis 13fr sheath, st elevation was noted. The st elevation resolved with no intervention and the patient was stable when they woke up. Prior to inserting the mapping catheter, the physician pulled negative pressure on the stopcock with a syringe to get blood return and kept the negative pressure while inserting the mapping catheter. After inserting, the blood was given back to the patient, and it is believed that might have contributed to the st elevation. There was concern of there being an issue with agilis valve integrity which led to air ingress and the st elevation.